Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, h6: no products were evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the patient developed a dense left c5 palsy post-operatively, significantly impacting his left arm function. The complication, while not uncommon after cervical spine surgery at this level, may take up to a year to resolve. The patient was not hospitalized due to the c5 palsy, but was started on physical therapy. It was noted that a bone graft was used during the procedure. There was no surgical delay.

Manufacturer narrative:
H2-h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. The site did not have an active system servicing agreement (ssa) and did not provided a purchase order (po) to service the system/go to the site. Previously reported codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.